Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent altitude alarms occurred after performing a bolus. Blood glucose level was 265 mg/dl. Reportedly, the customer had an alternate method of insulin delivery available.